Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented to the hospital with pain in their left arm. Ultrasound imaging revealed a thrombus in the left subclavian vein that the physician felt was related to the implant of the lead. The patient was prescribed heparin. No additional patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.